Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was not able to replicate the reported event, remotely. The system was manufactured on december 17, 2013. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. As such, the root cause of the reported event was inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a system presented with poor vacuum. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.